Event description:
The service report shows while performing an unrelated service, the nellcor puritan-bennett customer support engineer (npb cse) found the audible alarm to be working intermittently. Upon further inspection the npb cse replaced the alarm assembly and the filter heater. The unit passed its performance test. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.